Event description:
Event description cpi received information that during a routine replacement of an automatic implantable cardioverter defibrillator (aicd), after the the endotak transvenous defibrillation lead (0062) was connected to the new (aicd) a (1746), the r-wave was extremely low. No noted insulation problem, but to be safe they elected to capp the rate sensing portion of the 0062, and add a sweet tip bipolar lead to the system. There was not a complaint on the system, this was done as a precautionary measure.